Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that carrier tube kinked when the physician was inserting the device into the insertion sheath. The device was not used and replaced with a competitor's hemostasis device. Subsequently, hemostasis was successfully achieved. The estimated blood loss was less than 250cc's. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter is unknown. There was no other equipment or devices being used with the reported product.